Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the event of peritoneal cloudy effluent was neither peritonitis nor an infection. The patient was reported to have recovered from the event. A medical assessment was performed and determined that this event is no longer a reportable serious injury. The minicap is no longer considered a suspect product of the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, manifested by cloudy effluent. The patient was hospitalized for the event. The cause and treatment for this event were not reported. Action taken with therapy was not reported. The outcome was not reported. No additional information is available. This is report 2 of 3